Manufacturer narrative:
B5: the device name is being updated to small volume infusor (previously reported as large volume infusor). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 5 </noe> malfunction events. It was reported that five (5) large volume infusors were broken. This was noted prior to patient use. There was no patient involvement. No additional information is available.